Manufacturer narrative:
Investigation: visual inspection: scratches and deposits in the inlet spout were detected. Permeability test: a permeability test has shown that the valve is permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in the horizontal positions. The results show that the valve is not operating within the acceptable tolerance. A slower outflow could be detected. Internal inspection : after dismantling of the valve, some deposits were found in mininav. Result : based on our investigation, we confirm that the valve shows a slower outflow of liquid at the time of our investigation. This is likely due to the deposits observed inside the valve. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a mininav(part # fv660t) was implanted during a procedure performed in combination with a progav 2.0 and a m.blue. According to the complainant, the shunt system was believed to be operated in underdrainage and difficult to adjust. The patient underwent a revision procedure. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 6 years, height: 136 centimeters (cm), weight: 38 kilograms (kg), gender: female. Same event as medwatch # 3004721439-2022-00303.